Event description:
This is one of several reoccurring kinked tubing incidents. Approximately 3 weeks ago, a patient came in for a outpatient paracentesis. Equipment was set up. Two different tubing from different trays used. Procedure started, once catheter/tubing placed, a kink in the drainage tube in the custom tubing management kit was noticed. This defect affected drainage rate and had to be held open, however this did not affect the procedure or the patient. The fluid management kit lot# is h1197361. The tubing kit is within the para tray, all of these events contain tubes from the same lot number. The attachments of the tubing will be the same for each report.

Event description:
This is one of several reoccurring kinked tubing incidents. Approximately 3 weeks ago, a patient came in for a outpatient paracentesis. Equipment was set up. Two different tubing from different trays used. Procedure started, once catheter/tubing placed, a kink in the drainage tube in the custom tubing management kit was noticed. This defect affected drainage rate and had to be held open, however this did not affect the procedure or the patient. The fluid management kit lot# is h1197361. The tubing kit is within the para tray, all of these events contain tubes from the same lot number. The attachments of the tubing will be the same for each report.